Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they needed a new battery pack. Patient stated that when they got the replacement battery some time ago it worked fine. Patient then stated that last night it took them two and a half hours to charge the implanted neurostimulator from nothing to 80%/90%. Patient noted that the bottom of the controller screen had an arrow pointing up and the top of the screen had 100. Patient confirmed that the implant was empty when they were charging the implant. Patient said that it didn't usually take that long to charge their implant. Patient mentioned now it took them 45 minutes to go from 70% to 80% when trying to charge their implant. Patient also stated that sometimes they would get the recharger and it would be fine and they would sit there for a little while and the screen would go black and the thing up there at the top would be blinking green. Patient mentioned that they had done troubleshooting before and that they didn't know how many times they troubleshooted it and no one seemed to know what was going on. When asked for event date, patient stated that they guessed it was the day before yesterday. Agent asked and patient did not have their equipment with them at the time of the call. Agent reviewed with the patient that troubleshooting would need to be done before a request could be sent to repair to replace the battery. Patient refused to troubleshoot. Agent asked and patient confirmed they were able to recharge the controller to 100% when charging the controller from the ac power supply. Agent advised the patient to call patient services back once they had their equipment present for further troubleshooting. They stated the implant is taking a long time to charge. Patient confirmed usually 80- 100% takes the longest time and then stated that the other day, they had the 'bottom of the controller arrow going up' and took 2.5 hours for the ins to go to 90%. Agent reviewed recent replacements see pe (B)(4). Agent reviewed charging the implant with stimulation off - patient stated nobody has told them that before. The patient was redirected to hcp to further address implant charge duration.